Event description:
It was reported by the customer that a pyxis medstation system device had a fatal error. The customer reported that users were unable to remove medications.which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the device database larged due to software issue. A technical support specialist reduced the database size and controlled purge to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.